Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx als defibrillator could not pass the self-test after turning it on. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the operational check failed. There was no patient involvement at the time the reported issue was discovered. The analysis was performed by the customer only. Based on the results of the analysis provided by the customer, the reported problem was confirmed. The reported problem was determined to be due to an ECG lead trunk cable failure. The root cause of the ECG lead trunk cable failure could not be determined. The issue was resolved by replacing the ECG lead trunk cable and the device was returned to service. The device remains at the customer site. No further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.